Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was clogged. The following information was reported by initial reporter in chinese with the verbatim: a nurse in the pediatric infusion room found that a needleless connector was clogged during preparation for infusion and the fluid could not be infused smoothly after use. Immediately replace the new needleless connector after infusion normal, and with the child's family to do a good job of explaining and communicating work, told the nursing staff to pay attention to check the consumables, the adverse event has been fed to the supplier and manufacturer, to be traced back to the situation.

Manufacturer narrative:
H6. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 23025357. The feedback provided by the customer suggests a complete occlusion was detected during attempts to access the smartsite device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025357 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that bd alaris smartsite needle-free valve was clogged. The following information was reported by initial reporter in chinese with the verbatim: a nurse in the pediatric infusion room found that a needleless connector was clogged during preparation for infusion and the fluid could not be infused smoothly after use. Immediately replace the new needleless connector after infusion normal, and with the child's family to do a good job of explaining and communicating work, told the nursing staff to pay attention to check the consumables, the adverse event has been fed to the supplier and manufacturer, to be traced back to the situation.